Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor due to check IV set error, replaced iui right side. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor. Device history review: a review of the device history record for sn (B)(4) was performed from date of manufacture 07/10/2014 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that alarms for no apparent reason/check IV set error. There was no patient involvement.